Event description:
It was reported that there was a thrombus present. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 27mm watchman flx laa closure device & delivery system (wds) were selected to be used. The physician positioned the was in the laa of the patient and then inserted the wds. The closure device was being positioned when it was noted that there was a thrombus on the tip of the wds. The physician aspirated the thrombus out of the patient and then continued the procedure. The closure device was successfully implanted in the laa of the patient. The patient did not experience any complications or consequences as a result of this event. The patient was discharged home the next day doing fine.